Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its comonents were imlanted in a patient for the endovasuclar treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant is unknown, it was reported that during a routine 1 month follow up a type 1 endoleak was noted due to proximal dilatation. The physician requested a talent cuff. Neck at the time of implant was 25cm and is now 27.5 cm. 2 months post implant the patient had a palmaz stent implanted and the endoleak was sealed. There is no further information for this case. No additional clinical sequalae were reported and the patient is fine.